Manufacturer narrative:
Investigation summary: it was reported that several saline flush syringes were noted to flush easily then about half way empty, met with resistance and totally occluded. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging flow wrap, or tip cap and the rubber stopper is at the 5.5ml mark of the graduation scale. There is still 4ml of solution in the syringe. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force and the result was within specification. A device history record review was completed for provided material number 306546, lot number 0325358. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. It is possible the customer may notice more force than normal is required to expel the solution on products that are on the higher end of specification. As a way to monitor consistency of our manufacturing processes, silicone dispersion in the barrel is being monitored once per shift. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306546, batch no: 0325358. Several saline flush syringes were noted to flush easily then about half way empty, met with resistance and totally occluded. The plunger stops about halfway and won't budge.